Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. It was reported that the arctic sun device would not fill. Technical support had him restart the filling process, and check inlet pressure. He stated there was no suction felt at the left port and ip was 0. I discussed this was indicative of a failed circulation pump. He stated he would order and replace the parts onsite. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill.